Manufacturer narrative:
Qn# (B)(4). Report 3003898360-2017-00053 outcome was changed to a device malfunction as there was no reported patient injury. This a follow-up report for correction to the outcomes only but must be submitted as an initial and final due to a systems failure. This report has a different report number because an electronic submission could not be generated using the previous report number. Therefore, report number 3003898360-2019-00769 and 3003898360-2017-00053 represent the same event. Other remarks:

Event description:
The physician found that the clip was broken during ligation of the blood vessel. The patient's condition was reported as fine.